Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On site investigation was able to replicate the reported event due to two damaged cables near the fan. Replacement of the cables resolved the issue. No further issues were reported. Visual inspection of the returned cables found the plastic connector to the fan damaged. Wires were pulled from the connector exposing bare metal connector pins. Most likely damaged when the fan panel was removed from the system and the cables were not disconnected. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while testing the navigation system, the cranial application became unresponsive. The application was unresponsive to mouse cursor movement and clicks. They performed a hard re-boot of the system and launched the cranial application again. The flickering of the monitor occurred then the cranial software became unresponsive. After rebooting the system the cranial software functioned as it should. There was no patient present when this issue was identified.